Event description:
Complainant alleged that during biomed testing the device's control keys would not function. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical has rec'd the prod and will be providing a f/u report when our investigation is completed.